Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged respiratory tract irritation and reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed dust contamination during the device evaluation. There was no evidence of visible foam particles. The device was repaired.